Event description:
The customer contact reported a disconnection. Prior to patient use after the extension tubing set was primed with an unspecified solution, the extension tubing set disconnected from the primary tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.